Event description:
The customer reports back to back results of 506 mg/dl on her meter and 103 mg/dl on the paramedic's meter. No report of an adverse event. Controls were not run. Return requested and replacement was sent.